Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that 4 months after dental implant was installed in intraoral region 29#, its non-osseointegration was observed. The patient presented bone type iii and 32 ncm of primary stability was achieved.